Event description:
Procedure type: cholecystectomy. According to the reporter: after the pt was closed, there was bleeding. The pt was reopened, and it was noticed that the clips were crooked and sliced the bile duct.

Manufacturer narrative:
(B)(4).